Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that black greasy substance was seen on the valve. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400458257. One (1) unused sample was returned for evaluation. A photo was also provided. The returned ultrasite valve was visually inspected, and it was noted that a greasy substance was present on the valve. The returned photo displayed the same defect. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Incidents of this nature are attributed to operator oversight during the manufacturing of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature.